Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found scratched lcd lens screen. The customer stated problem was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. No problems were found with the fluid delivery of the pump. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that while in use of a smiths medical cadd solis vip pump, it was noted that the bag ran dry. No adverse effects were reported.